Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed right ventricular (rv) lead with noise reversion episodes. The patient was brought into the clinic, on performing isometric testing, the noise was found reproducible. No intervention was performed. The patient was in stable condition.